Manufacturer narrative:
Manufacturer ref#: (B)(4). Model number: igtcfs-65-1-fem-celect-pt investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3406130) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.5 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.1 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt was 6 degrees. Analysis: the angle of filter tilt in the ap view was 2.7 degrees and 21.1 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Model/lot #) igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: post deployment ap x-ray did not show any significant tilt of the celect-pt filter, but on the lateral x-ray there is a significant 21° anterior tilt. However, filter tilt is not to be determined by a lateral view only, but must be the angle of the longitudinal axis of the filter with respect to the longitudinal ivc axis. It is not evident, if the reported spine surgery had any impact on the filter placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3406130) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.5 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.1 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt was 6 degrees. Analysis: the angle of filter tilt in the ap view was 2.7 degrees and 21.1 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.